Event description:
It was reported that high lead impedance readings were obtained on systems diagnostics during a routine office visit. The exact results were not provided; however, the physician stated that the patient is not experiencing any side effects of discomfort. Good faith attempts to obtain additional information including programming/device diagnostic history and x-rays have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.